Event description:
Bdmax used for procedure in invasive heart lab. When sterile IV tubing was connected to 3 port manifold, the luerlock did not thread correctly and leaked. Despite the numerous time it was repositioned and threaded, it would not quit leaking fluid. Tubing replaced with a second set without further issues. No known harm to patient, delay in procedure. Please refer to report 2022-8109. Same product reported prior- one of these has the same lot number. Manufacturer response for set, administration, intravascular, maxguard (per site reporter). Will obtain.